Event description:
It was reported that the asymptomatic patient presented in clinic for routine follow-up. During a cybersecurity upgrade, the pulse generator exhibited backup vvi operation. Device software download attempts were not successful, the patient was anxious as a result. Device replacement procedure was discussed. No further information was reported.